Manufacturer narrative:
According to the facility "they had an air injection down a right coronary artery". Per the facility "the lack of occlusive ball in the substitute item changed their practice and allowed the user to aspirate and inject air". The sample was not returned for evaluation and cause has been attributed to customer preference. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "they had an air injection down a right coronary artery".